Manufacturer narrative:
Event date: (B)(6) 2020.

Event description:
Additional information received via email on 9-nov-2020: no patient involvement. Event details updated.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. No problem found; no action required.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced under infusion. No reported adverse effects.